Event description:
Resident with dementia, using a bed alarm device, became entangled in gown and died of strangulation. The alarm was a pin device with a string and clip. The pin did not release and the clip did not release.